Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded at multiple locations. Abrasions are indicative of exposure to constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
Additional information, it was reported that while explanting the right ventricular lead, the atrial lead became dislodged. The lead was explanted and replaced.